Manufacturer narrative:
Information contained in this record was previously submitted through psr on 01/30/2017, 04/17/2017, 07/23/2018, and 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and seroma (late). These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, seroma, and erythema. The device has been explanted.